Event description:
Reporter indicated a system diagnostic test at the office visit resulted in high lead impedance indicating a possible lead break. X-rays reviewed by manufacturer did not reveal any discontinuities in the ncp system. Lead break is suspected. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
H6. Device malfunction is suspected, but did not cause or contribute to a death or serious injury. X-rays were reviewed by manufacturer. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system.